Event description:
Information was received that reported a pt was hospitalized in 2007, due to hyperglycemia. The reporter stated that two weeks prior, they became aware that the device had physical damage after the pt took a significant fall. The damage was located at and around the battery compartment and after the damage occurred they "couldn't keep the battery tight". Reportedly, the pt's blood glucose ran high after the fall. On the event date, she went to school and became ill at school with vomiting her blood glucose at that time was 486mg/dl. Her parents were called and they transported her to the ER. She was treated with IV insulin and IV fluid. The reporter admitted that he probably shouldn't have waited for over 2 weeks to report the damage to the device. The device should be returned for evaluation, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.